Event description:
It was reported that the device was implanted with no problem and was sewing up the pocket when a quick look displayed that the right ventricular lead had high svc impedance. The pocket was opened up again and found that the high impedance was due to the svc was out of the port. It appeared the set screw from the device had come out and the physician was unable to retighten the set screw to hold the lead. The device was removed and a new device was implanted instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.